Event description:
The account alleged the head of the bed is running up on its own.

Manufacturer narrative:
The account has isolated the siderail but there is no change. Repairs have not been completed.